Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1. The ICD was implanted for 32 months and 56 charging cycles were recorded to the ICD's memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the atrial as well as the right ventricular channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the ICD proved to be fully functional. There was no indication of a material or manufacturing problem.

Event description:
Patient received inappropriate therapy due to noise seen on both the rv and atrial lead. Patient was at a follow-up today and all atrial and rv lead values are within normal limits and no noise is seen on either lead. Provocative maneuvers advised at this time and the leads are to be followed. (B)(6) 2014 - this ICD and both the ra and rv leads were explanted on (B)(6) 2014 due to crush on both leads. Chatter was able to be recreated on both leads. The system was replaced.